Manufacturer narrative:
The reported event of a loss of ble via remote monitoring was confirmed. Merlin programmer logs and session records were provided and reviewed by abbott engineering and no ble malfunction was observed. The merlin programmer logs were insufficient to analyze due to device information not being available. The session records did not show evidence of any ble malfunction.

Event description:
During an in-clinic follow-up, the device was unable to be paired to the remote monitoring smartphone application. Bluetooth low energy (ble) telemetry was intermittent when the device was attempted to be interrogated via the merlin programmer. A ble reset was performed on the device, however, the device was still unable to be paired, and telemetry remained intermittent. No further intervention was performed at this time. The patient was stable and will continue to be monitored.